Event description:
It was reported that, "dr. Was trying to remove implanted screws when the tips of the shaft were sheared off."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment, visual inspection. Results: complaint history analysis. There have been 54 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the manufacturing file no deviations were noted from this devices' batch. While inspecting the draw rod the tip was confirmed broken, however the tip was not returned. From the complaint there were no adverse consequences reported. There are other instruments in the kit that can be used for screw extraction, so any prolongation of the surgery is minimal. (B)(4). Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.